Event description:
During a clinic follow-up, the low voltage output pacing on the device was lower than the programming minimum voltage. The device was reprogramming as an interim resolution as the device is anticipated to be explanted due to normal elective replacement indicator. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was received at elective replacement level which occurred post-explant reaching end of service during the analysis. Review of the device image indicates auto-capture was enabled and the device was in high output mode at times consistent with the false replacement alert observed in the field. Electrical tests performed, after replacing the original battery indicates normal functionality, and output verification found normal pacing parameters. Additional results not related to the reported event found the pacer did not meet projected longevity from elective replacement to end of service level, caused by unknown source, indicating premature depletion.

Event description:
Additional information was received stating the device was explanted and replaced due to normal elective replacement indicator.